Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A .9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was good.